Event description:
It was reported that (1) device was used during an emergency hartman procedure.it was reported by the affiliate that the surgeon familiar with the cdh33 instrument used the device as normal.once the stapler was fired, the staples did not form.the surgeon had to hand sew anastomosis to complete the case. No further consequence to the pt.